Manufacturer narrative:
It is noted the date of event is an actual date and not an approximate date.

Event description:
The consumer reported she was getting a poor communication screen since (B)(6) 2016. While on the call, the patient used the patient programmer and got a poor communication screen again. The patient repositioned the antenna and was able to connect. The patient programmer then showed a power on reset (por). It was indicated the patient had recent medical test/emi environmental exposure, which included "quite a few medical tests." It was indicated the patient's device was checked and it was working. The patient could not feel stimulation. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.